Manufacturer narrative:
The device was tested, and it was confirmed a speaker inop message is displayed. The customer's allegation was confirmed. The technician confirmed that the loudspeaker is defective. The loudspeaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
The customer reported that the device displays a loudspeaker error message and does not product audible sound. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
The device was tested, and it was confirmed a speaker inop message is displayed. The customer's allegation was confirmed. The technician determined the loudspeaker is defective. The loudspeaker was replaced. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporter phone (B)(6). E1 reporting institution (B)(6).